Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a clearlink system non-dehp extension set had a hole inside of the filter. The event was observed before priming. A new set was used to continue with the setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, d4 (expiration date: update to na), e4, g2 (add source), h3, h4, h6(update codes), h10, h11. H11: the device was received for evaluation. A visual inspection of the returned sample was performed, and it was noted that the membrane of the filter was damaged. The reported condition was verified. The cause of the condition was due to an improper manual assembly (excess of solvent or improper assembly method). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.